Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the motor gear that engages with the driver bar was noted to be loose and not connected to the gearbox. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the gear motor is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 388c20, and no non-conformances were identified.

Event description:
It was reported that the device couldn't make firing actions while operation. No patient consequences reported. No further information is available.